Manufacturer narrative:
Correction: d.3. Medical device manufacturer: franklin lakes, nj. G.2. Manufacturing location: franklin lakes, nj.

Event description:
It was reported that the unspecified bd¿ syringe packaging tore while opening, leaving paper shards in the sterile field. This occurred with (B)(4) syringes. The following information was provided by the initial reporter: "it was reported via survey response that the clinician encountered packaging difficult to open / tears (B)(4) related to luer lok and luer slip tip syringes."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ syringe packaging tore while opening, leaving paper shards in the sterile field. This occurred with 2 syringes. The following information was provided by the initial reporter: "it was reported via survey response that the clinician encountered packaging difficult to open / tears (2) related to luer lok and luer slip tip syringes."